Event description:
It has been reported to philips that no image could be made and an error was displayed that no storage was available. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and analyzed the log file. Troubleshooting actions showed a problem with the ip pc. The fse replaced the ip pc and the hard disks, reinstalled the software and returned the system to use in good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular diagnosis procedure. The procedure got delayed and procedure completed by moving patient to another room. The philips field service engineer (fse) inspected the system onsite and confirms the indication of error message: not enough storage space, delete examinations. Review of the system log file confirms malfunctioning frontal ip-pc. Upon further inspection, the fse found that the memory was defective and the ippc does not responded. The fse replaced the ip-pc including hard drives. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.